Event description:
It was reported by the sales rep in china that during a shoulder repair surgical procedure performed on (B)(6) 2024 it was observed that the cordcutter *ea thread trimmer could not cut the seam. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Additional narrative: reporter is a j&j sales representative. The device serial/lot number and date of manufacture are unknown at this time. UDI: (B)(4) incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was not returned to depuy synthes, however a video and a photo were provided for review. The video and photo investigation revealed that cordcutter *ea being held by the or personnel, however it is not possible to verify if the device is able cut a suture since it was not tested in the video. The overall complaint was unconfirmed as the observed condition of the cordcutter *ea would not contribute to the complained device issue. Based on the investigation findings, the photo and video provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.